Event description:
During a tah procedure the surgeon had trouble sealing the uterosacral ligaments. Surgeon reported they appeared torn, shredded and needed to close using sutures to effect a seal. Device was discarded and not available for analysis.